Event description:
It was reported that intermittent r wave undersensing on stored electrograms (egm) was noted on the right ventricular (rv) lead.  The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 26us valve implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.